Event description:
A physician reported a pt who was implanted on 10/7/96 and 11/96 into the crow's feet. In 12/96, the pt developed redness, induration and swelling at the crow's feet. The physician believed the symptoms were product related. The symptoms resolved after two months with symptomatic treatment (topic and oral antihistamines and oral corticoids). The ppt was last seen on 6/9/97; the symptoms had resolved on 2/13/97.